Event description:
An olympus representative reported that the telescope "oes elite", 4 mm, 30°, hd, autoclavable locking pin was found loose during incoming inspection of a demo/asset return. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The following non-reportable malfunctions were found during device evaluation: image is a blur due to internal lens are broken, and insertion tube found bent. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.